Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: phone.

Event description:
Customer reporting all samples positive for one of their sars plates/runs. Contamination and/or technical error is suspect. Investigation is currently on going.

Manufacturer narrative:
Updates to manufacturers narrative: investigation conclusion: investigation conclusion: quidelortho personel was sent onsite for further troubleshooting and training which found issues with contamination, faulty equipment, and user error. Issue is no longer present since onsite training visit and termination of employee causing technical issues. Root cause: customer procedural error and faulty equipment. Source: phone.